Event description:
Regulatory agency reported, capsular contracture, baker grade iii. On the right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Explanting institution: (B)(6) hospital. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Regulatory agency reported capsular contracture baker grade iii on the right side. The device has been explanted.